Event description:
The customer reported via phone call that they had been receiving no delivery alarms on the insulin pump. Customer's blood glucose was 395 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.